Event description:
An unknown size endeavor rx drug-eluting coronary stent system was inserted into a patient for the treatment of an unknown lesion. The vessel morphology or lesion calcification is unknown. It is unknown if the lesion was pre-dilated. It was reported that the endeavor rx drug-eluting coronary stent system dislodged when used in the patient. The patient status post the procedure was not reported. Please note that the endeavor rx drug-eluting coronary stent system is distributed outside the united states.

Manufacturer narrative:
Results - lack of information (device not returned; no cd, cine films or operative reports were provided). Inherent risk of procedure (embolism-device). Conclusions: lack of information (device not returned; no cd, cine films or operative reports were provided).